Manufacturer narrative:
Medtronic conducted an investigation based upon all information received. The device was available for evaluation. It was reported that the jaw liner of the device detached. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The evaluation detected an unreported condition: the unit had a jaw failure. It was noted that the jaw liner had melted and was damaged, but not detached. The product analysis noted evidence that the device was not used as intended. This issue may occur if the device jaws are clamped and activated multiple times with too little or no tissue present in the jaws. Extended activation under this condition will cause the jaw liner to melt and become damaged. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: do not activate the instrument with the clamping jaw closed unless issue is present. This could damage the device jaws and cause injury to the patient. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during transabdominal preperitoneal procedure, after 10 to 15 minutes start of operation, the tissue pad turned over and peeled off then errors occurred frequently, and the device became unusable. After that, a new product was taken out and the operation had been completed without problems. There was no patient injury.